Event description:
It was reported that during a minimally invasive chevron and akin osteotomies (mica) (bunionectomy) the device was not working and the tip broke off. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-8741-40 serial/batch number (B)(6) was received for investigation. Functional testing was not performed due to the damage of the device. Visual inspection noted that the tip of the device is broken off. It was not returned for evaluation. It was not indicated if a torque-indicating adapter had been used with the device. The most likely cause is attributed to over-torquing/over-engaging the driver with the screw head. Per dfu-0023-eo; revision 4; warning; 2: to avoid damaging the instruments, do not impact or subject to blunt force any instruments that are designed to be turned or screwed in. When two devices are intended to be threaded together, ensure that they are fully engaged prior to use.